Event description:
It was reported that an increase in threshold and decrease in sensing were observed. During the surgical procedure, physician noted insulation damaged while explanting the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel the damage found was sustained during the surgical procedure.